Manufacturer narrative:
The insulin pump was received with all operating currents within specifications. There was no unexpected low battery or off no power alarms on the insulin pump. The insulin pump passed the off no power test, self-test, unexpected restart error test, displacement test, rewind test, basic occlusion test and excessive no delivery alarm test. The insulin pump was unable to prime during the priming test due to faulty force sensor resistor. The device was unable to complete the functional test due to prime anomaly. The insulin pump had a noisy motor present during testing due to faulty motor. The insulin pump had a button event file that was overwritten. The insulin pump was unable to verify if the bolus was manually entered by the customer. The device was received with minor scratches on the lcd window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer's father reported via phone call low blood glucose levels, delivery anomaly and damage on the insulin pump. Customer's blood glucose level was 20 mg/dl. Troubleshooting for delivery anomaly was performed. Customer's father advised the insulin pump delivered 24.9 units of insulin in the middle of the night which resulted in the patient being found unresponsive. Customer was sleeping and did not program a bolus when they received a large amount of insulin. Customer treated there blood glucose levels with a glucagon. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.